Event description:
The rptr did back to back blood glucose tests, in rapid succession, using same finger stick. Rptr's results were 180, 190 and 120 mg/dl. Rptr did not have any symptoms. A control test was not done due to lack of supplies. On follow-up, the rptr described the correct technique of applying blood. Rptr has never cleaned the meter, or used control solution. No harm was alleged.